Event description:
During a replacement procedure, it was impossible to obtain normal lead impedances whereas with the psa the measurements were correct. 1- 1st measurement by the programmer : ventricular impedance above 3000 ohms and atrial impedance around 1200 ohms after unscrewing, cleaning and screwing again: 2- 2nd measurement by the programmer: ventricular impedance around 1300 ohms and atrial impedance above 3000 ohms after unscrewing, cleaning and screwing again: 3- 3rd measurement by the programmer : ventricular impedance above 3000 0hms and correct atrial impedance a new pacemaker has been finally implanted.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. Electrocautery is not recommended once the device is in the pocket since it cannot be used far from the pacemaker. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. No device failure has been confirmed. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023, when replacing a previous pacemaker with the new one, leads impedance was not in a normal range. But correct impedances measured with the psa. The subject pacemaker has been replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.